Manufacturer narrative:
H10 additional narrative: it was reported that the patient was undergoing rehabilitation. The aquabeam robotic system is a reusable device; therefore, it is still currently in possession of the user facility. The investigation of this event consisted of a review of the treatment log files, device history record (DHR), and labeling. The aquabeam robotic system's treatment logs file was reviewed, which confirmed no malfunctions during the aquablation procedure. The review of the treatment logs indicated that the system functioned as designed. A review of the device history record (DHR) ab2000-b / serial number (B)(6) was conducted, which confirmed that there were no non-conformances, failures, discrepancies, or missed steps during the manufacturing process that could be related to the reported event. The review indicated that the system met all design and manufacturing specifications when released for distribution. The aquabeam robotic system instructions for use (IFU), ifu0101-00, rev. E, was reviewed and states the following: 4.3. Warnings: procedure. As with any surgical urologic procedure, potential perioperative risks of the aquablation procedure include: o embolism. A root cause for the reported event could not be determined. The aquabeam robotic system instructions for use embolism as a potential risk of the aquablation procedure. No further information was able to be obtained on this event. Based on the event details plus a review of the DHR, and IFU the event is considered not to be device-related. Submission of this report does not constitute an admission that the manufacturer's product caused or contributed to the event.

Event description:
A male patient underwent an aquablation procedure for symptomatic benign prostatic hyperplasia (bph). Procept biorobotics corporation (procept) was made aware that the patient developed a pulmonary embolism (pe) three (3) days post aquablation procedure and is currently undergoing rehabilitation. The patient was reported to have a history of waldenström macroglobulinemia but no history of pe or deep vein thrombosis (dvt). No malfunction of the aquabeam robotic system was reported during the aquablation procedure.

Manufacturer narrative:
Root cause of reported event has not yet been established. Investigation by manufacturer is currently in-process. Submission of this report does not constitute an admission that the manufacturer's product caused or contributed to the event.